Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the loudspeaker of the intellivue multi measurement server x2 was defective. There was no patient involvement. The device was not in use on a patient at the time of the event. A philips response service engineer (rse) spoke to the customer. The customer confirmed that the speaker was completely out of sound. Rse determined that the cause of the issue was the speaker. The customer was shipped a replacement speaker to resolve the issue.